Event description:
The customer reported that the insulin pump had a button error alarm. The customer stated that he was working under a house and the device may have been damaged by a rock. Blood glucose level at the time of the incident was not provided. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.